Manufacturer narrative:
Conclusion: the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: on (B)(6) 2013 from 13:37 to (B)(6) 2013 11:24 the pump was in stop mode during this time the pump delivered no insulin. On (B)(6) 2013 11:24 the customer stopped using the pump. Consumables: cartridge: since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore the complaint cannot be verified. Infusion set: no samples were returned for investigation however the reference samples were visually inspected and tested for flow and leak. All test results were within specifications. The batch record 5019857 was verified and found it within specifications. The problem mentioned by the customer could not be reproduced.

Event description:
On (B)(6) 2013, clinical specialist reported the patient was in the hospital for an elevated blood glucose reading of 1164 mg/dl on the hospital meter. Clinical specialist stated the patient advised that she accidently primed her infusion set tubing while it was connected to her body. Clinical specialist reported the patient was changing the infusion set. Clinical specialist stated the patient drank four 24 oz. Of soda since she primed while the infusion set tubing was connected to her body to prevent a low blood glucose reading. Clinical specialist reported the patient was taken to the hospital by ambulance and she had an elevated blood glucose reading of 1164 mg/dl on the hospital meter. Clinical specialist stated the patient was in the hospital for 4 or 5 days. Clinical specialist reported the patient stated that it wasn't the infusion device or blood glucose monitor at fault; that it was her fault and now she does not want to go back on the infusion device. On call back on (B)(6) 2013 clinical specialist advised that the patient was using an ultra flex infusion set. Clinical specialist reported she does not know the date that the patient went into the hospital. On follow up call on (B)(6) 2013 clinical specialist stated she spoke to the patient and feels the infusion device is defective because the patient's doctor advised that it was a defective infusion device. On follow up call on (B)(6) 2013 patient reported she went into the hospital on (B)(6) 2013 and was in the hospital for 7 days. Patient stated she had a low blood glucose level of 40 mg/dl when she was speaking on the phone on (B)(6) 2013. Patient reported she couldn't get her blood glucose level to go back up so she drank a pepsi. Patient stated her readings still would go back up so she drank a few more pepsi. Patient reported she recalls a blood glucose reading of 500 mg/dl on the meter but began losing conscious ness and can't recall anything else about the issue. Patient stated her blood glucose readings went up to 1300 mg/dl on the hospital meter; does not recall treatment received. Patient reported she was in a coma and cannot recall the first 3 days in the hospital. Patient stated she was only on the infusion device for a couple of weeks. Patient is currently on insulin injections and her readings are normal. On call back from trainer on (B)(4) 2013, trainer reported she does not know what the patient is alleging is defective with the infusion device. Trainer stated at first the patient reported the infusion device was working properly, and then she asked later if there was something wrong with the device. On call back on (B)(6) 2013, patient reported she did not prime the infusion set tubing while it was connected to her body. Patient stated she believes the infusion device was delivering too high and that's what caused her to have low blood glucose readings. Patient reported she does not recall anything else concerning the issue. Product was replaced and requested return of the alleged infusion device, adapter, cartridge, and infusion set for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.